Manufacturer narrative:
The coaguchek vantus serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from a coaguchek vantus meter. At 3:58 pm, the meter result was 6.0 inr. At 4:00 pm, the meter result was 4.2 inr. The patient¿s therapeutic range is 2.0-3.0 inr.